Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie jejunal tube. Conservatively, abbvie has chosen to report this event due to the potential that the jejunal tube involved could have been the abbvie jejunal tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement procedure. On (B)(6) 2016, report indicated the intestinal tube could not be flushed. Duodopa nurse mobilized tube and exchanged connector without success. On (B)(6) 2016, report indicated there was a knotting of the intestinal tube caused by intestinal peristalsis. The jujunal tube has been replaced.